Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, and the proximal connector kinked at the broken lead wire joint. The device was returned stuck inside the returned microcatheter with the web implant fully deployed and within dimensional specification. Dried blood/tissue was observed on the pusher and within the web implant. The dried blood/tissue likely contributed to the inability to remove the web from the microcatheter during the investigation; however, this would not have caused the retraction issue described in the reported event as the blood would not have been dry at the time of the procedure. The investigation did not find any damage along the length of the microcatheter that would have contributed to the alleged retraction issue. Furthermore, no procedure imaging was provided for review; therefore, the investigation could not determine the presence of the alleged thrombus formation within the distal tip. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis. However, the device has not yet been returned to the manufacturer. Imaging was not provided for analysis and the event as described could not be confirmed. If the device is received at a later date, an analysis will be performed in a supplemental report will be submitted.

Event description:
It was reported that the patient had a left middle cerebral artery aneurysm. During the procedure, a web device was used and delivered into the aneurysm via a microcatheter. Repeated angiographic assessments revealed that the web device failed to achieve adequate aneurysm coverage. The device was retrieved, repositioned, and redeployed twice. Upon the subsequent retrieval attempt, the web device could not be recaptured into the microcatheter, and a thrombus had formed at its distal tip, which posed a risk of vascular compromise. An intermediate catheter was used to attempt retrieval of the web device. The device was eventually retrieved, and the endovascular procedure was terminated without completion. A craniotomy for aneurysm clipping was scheduled for a later date. Additional information received: medication was given for the thrombus.